Event description:
User facility medwatch report received stating: "during deployment of perclose closure device the suture broke. Immediate pressure was applied to procedure site to obtain hemostasis. Pressure was held by the doctor and hemostasis was achieved." Customer report source contacted and the following additional information was received: the type of procedure completed was an interventional procedure. The arteriotomy closure was in the common femoral artery. The physician is proficient in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. A suture break can be influenced by many factors including, but not limited to, manufacturing, too much tension applied, or the suture was nicked. Whether these conditions played a role in the experienced event cannot be verified. To assure that all products perform according to specifications a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records relevant to this event. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.